Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was noted to be in back-up vvi mode. The event was resolved with device reprogramming. The patient's status was stable.